Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "ruptures in the tube extension both after disconnection and after repositioning the patient (without disconnection). Smaller leaks occur where there was no need for action on the part of the clinician, as well as larger leaks where there were loud noises which resulted in changing the tube extension." Additional information received stated "device was in use no longer than 24h, no patient was harmed or injured due to the defect, the defect did not cause desaturation, and no medical intervention was required." Patient condition reported as "unchanged."

Event description:
It was reported "ruptures in the tube extension both after disconnection and after repositioning the patient (without disconnection). Smaller leaks occur where there [was] no need for action on the part of the [clinician], as well as larger leaks where there [were] loud noises [which resulted in changing the] tube extension". Additional information received stated "[device was in use] no longer than 24h, no patient was harmed or injured due to the defect, the defect did not cause desaturation, and no medical intervention was required". Patient condition reported as "unchanged".

Manufacturer narrative:
(B)(4). The actual device was returned, along with five representative samples. The manufacturing site reports that the tubing on all returned samples was torn after testing was conducted. A device history record review was performed and no relevant findings were identified. The complaint was confirmed. A non-conformance was opened with the supplier of the tubing in order to address this issue.